Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had occurred line disturbances when camera head was connected to the processor. The issue was found during maintenance of device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering/noise in the image; multiple cuts in cable unit; and rust on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely there were lines in the image due to a defective cable unit. A root cause for the malfunctions identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.